Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer left atrial appendage (laa) occluder was implanted successfully. Sizing of the laa was determined via transesophageal echocardiographic (tee) measurements: orifice: 32mm, landing zone: 21mm, depth: 16mm. At the 45 day follow up transesophageal echocardiogram (tee), the amulet was observed to be fully detached and embolized in the aortic arch. The patient was completely asymptomatic. The device was lodged between the innominate artery and the left subclavian artery. Patient was transferred to cardiothoracic surgery to remove the device.

Event description:
It was reported that on 18 september 2023, a 25mm amplatzer left atrial appendage (laa) occluder was implanted successfully utilizing a 12f amplatzer torqvue delivery sheath. Sizing of the laa was determined via transesophageal echocardiographic (tee) measurements: orifice: 32mm, landing zone: 21mm, depth: 16mm. On (B)(6) 2023 at the 45 day follow up transesophageal echocardiogram (tee), the amulet was observed to be fully detached and embolized in the aortic arch. The patient was completely asymptomatic. The device was lodged between the innominate artery and the left subclavian artery. Patient was transferred to cardiothoracic surgery on (B)(6) 2023 to remove the device and surgically excise the laa.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information obtained from the field indicated that after the implantation, 45 days follow-up transesophageal echocardiogram (tee), the amulet was observed to be fully detached and embolized in the aortic arch. The patient was completely asymptomatic. The device was lodged between the innominate artery and the left subclavian artery. Then, the patient was transferred to cardiothoracic surgery to remove the device and surgically excise the laa. Based on the information received, the cause of the reported incident could not be conclusively determined. Na.